Event description:
It was reported that rv lead perforation was observed. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.